Event description:
Procedure type: sigmoid resection. According to the reporter: after using the stapler the surgeon had to over-sew the staple line due to leaking. No blood loss or tissue loss occurred, but procedure was extended 30 minutes due to over-sew.

Manufacturer narrative:
Initial report sent: 12/10/2007.